Event description:
Procedure type: prostatectomy. According to the reporter: the surgeon performed a laparoscopic radical prostatectomy on the pt with no complications. A month and half post operatively, the pt returns for revision bringing a container with about 30 clips (some complete and some fragmented) that the pt had expelled from the urethra. Allegedly, the pt has had pain in the expulsion of each which has caused to go repeatedly to the urgencies svs.

Manufacturer narrative:
(B)(4).